Event description:
It was reported that at the post implant check, a chest x-ray revealed that the right ventricular lead had dislodged. The patient was asymptomatic. The lead was successfully repositioned.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. (B)(4).